Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of a burnt c-cover: the most probable cause of the failure 'insertion part --- distal end --- c-cover --- burned' is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the results of the investigation, it is likely the following led to the malfunction of foreign matter in air/water cylinder and channel: the most probable cause of the failures 'control unit --- air/water cylinder (tube) --- (white) foreign body' and 'insertion part --- distal end --- air water channel --- (white) foreign material' is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The instructions for use (IFU) state the following in relation to the suggested phenomenon of foreign matter: ¿use sterile water only. Using non-sterile water may cause patient cross-contamination and infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the camera cover (c-cover) and foreign matter in the air/water cylinder and channel. There were no reports of patient involvement.